Event description:
It was reported that the patient had discomfort at the ipg site. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned due to facility policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately two weeks before the revision.